Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Bending or fracture of the implant.

Event description:
It was reported patient underwent procedure utilizing a trochanteric nail (B)(6) 2012. Subsequently, it was reported that six months later the nail fractured. No revision has been reported to date and no other information has been provided.

Manufacturer narrative:
Device was not returned for evaluation. Evaluation was limited to review of radiographs. Evaluation of radiographs found evidence of non-union and no evidence of product non-conformance.